Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-may-2026, a facility representative reported via email that an ar-2324kbcsp 4.75 mm biocomposite knotless swivelock anchor failed to cinch down when the surgeon attempted to deploy it on the patient. This was discovered during a procedure, with no reported patient harm.